Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
The customer's mother reported via phone call that the insulin pen user experienced high blood glucose readings and was hospitalized. The customer's mother alleged the insulin pen was under delivering insulin due to the customer's blood glucose not coming down after blousing with the insulin pen. It is unknown when the customer was hospitalized or the hospital stay duration. The insulin pen will not be returned for analysis.